Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent cartridge change error messages occurred with a new cartridge during the loading process. The customer's blood glucose (bg) level ranged between 199-446mg/dl and ketones below trace level. A correction bolus was delivered to address the elevated bg level. Reportedly, the customer reverted to insulin pens for insulin therapy.